Event description:
Surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure the patient developed in-stent restenosis of the taxus express2 stent. The index procedure treated the de novo, 2.5x5mm, 50% stenosed distal cx (circumflex). Treatment consisted of direct stenting using a 3.0x16mm taxus express2 stent at 10atm and post dilation at 18atm. The stent was confirmed to be well apposed with ivus (intravascular ultrasound) with 0% residual stenosis and timi 3 flow. The patient was discharged one day post procedure on bayaspirin and plavix. On day 218 the patient was found to have stable angina. Reintervention was performed on the 2.0x8mm, 99% stenosed proximal lad (left anterior descending) using balloon angioplasty resulting in 20% residual stenosis. On day 307 the patient also had stable angina. Reintervention was performed on the 2.0x9.5mm, 70% stenosed proximal lad with placement of an unk stent resulting in 20% residual stenosis. The investigator classified these events as non-target vessel reinterventions and definitely related to the taxus stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.